Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blade locking device on the sternal saw was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The unit has reached it's end of service life so no parts are available for repair.

Event description:
Additional information was received that the incident happened pre-cardiopulmonary bypass (cpb). The delay was approximately ten minutes. Per clinical review: prior to going on cpb on (B)(6) 2018, the clinicians noticed that the blade locking device was not working appropriately. The team opted to exchange the device. According to the information, exchanging the device with another sternal saw delayed the sternotomy approximately ten minutes. There was no blood loss or harm associated with the incident.

Manufacturer narrative:
The reported complaint is not verifiable. Per the user facility, the device has been disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.